Event description:
Reporter alleges the pt has had a decrease in the size of her implants and suffers from the following: positive deforming, rheumatoid arthritis, multiple systemic complaints, arthritis, fatigue, sjogren's, headaches, fevers, neurocognitive problems "etc.", grade iii contracture problems with right implant "etc.", left implant had irregular symptoms, right implant positive marked bleed, thin capsule and fibrous histology.